Event description:
It was reported intermittent occlusion alarms occurred, resulting in the customer¿s blood glucose reaching a level displayed as ¿high,¿ and customer had ketones but healthcare provider did not consider ketone level life threatening. Customer was taken to emergency room, received intravenous fluids and insulin, and issue was resolved without any reported permanent damage. Multiple attempts were made to follow-up with the customer to obtain the release date, however, no response was received.